Manufacturer narrative:
Investigation results completed on a smiths medical cadd legacy 6400 pump. Arrived with lens scratched. When evaluations and tests were down and the event log opened , this revealed complaint of lec 1720 and confirmed the malfunction. Action was taken to repair the back-up capacitor. Device passed all functional and delivery testing. Unknown cause of event.

Event description:
Information received a smiths medical cadd-legacy 6400 pump alarmed error code 1720. Event occured while testing and no patient involvement.